Manufacturer narrative:
Of the 3 devices, 1 lot number was provided, and lot history review was performed. Of the 3 reported malfunctions, no devices were returned for evaluation. Medical records were provided for 3 devices and reviewed for each malfunction. Filter tilt, retrieval difficulties and perforation of the ivc was confirmed for the first device. Retrieval difficulties was confirmed and filter tilt and perforation of the ivc was inconclusive for the second device. Filter tilt, perforation of the ivc and retrieval difficulties was confirmed for the third device. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f. Vena cava filter allegedly experienced difficult to remove, malposition of device, and patient device interaction problem. These reports were received from various sources. All three events involved a patient with no reported patient consequences. Of the three reported patient, three patients ranged from 40 ¿ 46 years of age, one patient weight was (B)(6) kgs and two were female and one was male; however, other patients weight was not provided.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f. Vena cava filter allegedly experienced difficult to remove, malposition of device, and patient device interaction problem. These reports were received from various sources. All three events involved a patient with no reported patient consequences. Of the three reported patient, three patients ranged from 40 - 56 years of age, one patient weight was 156kgs and two were female and one was male; however, other patients weight was not provided.

Manufacturer narrative:
H10: of the 3 devices, 1 lot number was provided, and lot history review was performed. Of the 3 reported malfunctions, no devices were returned for evaluation. Medical records were provided for 3 devices and reviewed for each malfunction. Filter tilt, retrieval difficulties and perforation of the ivc was confirmed for the first device. Retrieval difficulties was confirmed and filter tilt and perforation of the ivc was inconclusive for the second device. Filter tilt, perforation of the ivc and retrieval difficulties was confirmed for the third device. A root cause has not been determined. The devices were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced difficult to remove, malposition of device and perforation. This information was received from various sources. Both the malfunctions involved patient with no patient consequences. A 40 year old male patient weighs 156 kgs and a 56 year old female patient weight was not provided.

Manufacturer narrative:
H10: of the reported three malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2022-90132. H10: the lot number was not provided for both the malfunctions, therefore the lot history review could not be performed. The product catalog number for one malfunction was updated to unknown g2. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for both the malfunctions. Therefore, the investigation is confirmed for the reported difficult to remove, malposition of device and perforation for both the malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.